Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported that the patient started getting weakness in their legs which had gotten to the point where they could not take a single step. The patient began having severe pain in their knees up to the implant area in their back. The patient had been to the emergency room twice in order to try to fight the pain and was given valium and toradol. The patient stated that the medications were "new/ different" and put them "in a fog." The patient stated that they were getting an MRI done for the weakness in their legs by their managing health care professional (hcp). The leg weakness started a couple of months ago, the pain started about a week ago, and the ER visits with the pain medications due to pain was 4-5 days ago.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.